Manufacturer narrative:
Additional information added to: e2, g2 for biomed as health professional. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted no fault found for failed calibration. Replaced cracked bezel, replaced rear case, replaced 3rd party door assembly and replaced corroded left iui. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. Bd does not condone the use on non-supported parts within any of the alaris system devices. The risk of non-supported parts installed in the device(s) by the customer is unknown. Based on the findings, service determined could not confirm the proximate cause of the reported issue. Replaced bezel assembly - lower hinge damage. A review of the device history record showed the device had a manufacture date of 09may2005. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device failed calibration. No additional information was provided. There was no patient involvement.

Event description:
It was reported that the device failed calibration. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted no fault found for failed calibration. Replaced cracked bezel, replaced rear case, replaced 3rd party door assembly and replaced corroded left iui. The failure code other was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. Bd does not condone the use on non-supported parts within any of the alaris system devices. The risk of non-supported parts installed in the device(s) by the customer is unknown. A review of the device history record showed the device had a manufacture date of 09may2005. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined could not confirm the proximate cause of the reported issue. Replaced bezel assembly - lower hinge damage. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. H3 other text : the affected device has been received and an evaluation is pending.

Event description:
It was reported that the device failed calibration. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the device failed calibration. No additional information was provided. There was no patient involvement.